Event description:
The customer returned an additional stopcock for evaluation. Through visual inspection the additional sample was observed to have cracks on the stopcock. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "a stopcock in which cracks were observed" was confirmed during visual inspection of the sample. Visual inspection revealed that the samples were full of blood. Several cracks were noticed on the stopcocks. The assignable root cause of the reported condition is unknown. No repairs were made since this is a single use device. This is a product not distributed in the us and does not have a 510k number. Should additional information be received, a follow-up medwatch will be submitted.